Manufacturer narrative:
After inserting a battery, unit received with failed battery test, problem isolated to electrical board. Unable to perform displacement, sleep current measurement, active current measurement and self-test or verify low battery, replace battery alert or unexpected battery power loss alarms due to the failed battery test alarm. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had second occurrence of replace battery now alarm. Customer stated that the battery life diminished. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer used the suspend before low or suspend on low continuous glucose monitoring feature. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.